Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the notches on the quick release were not there. When she put it into the site, it detached from where it was connected to the tubing. She woke up with her blood glucose level over 300 mg/dl. The location of detachment was at the quick release and this issue occurred on the first day of use while she was either sleeping or using the bathroom. The site location included both sides of her stomach. The pump was worn on the same side in relation to the site and kept in a leather pouch. Reportedly, the infusions were stored in a cool dry place in her bedroom in a rubber mate container. There was no stress or pull on the tubing. The patient stated that it happened with 10-12 sets. No further information available.